Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23477.

Event description:
The complainant had a impella cp placed to support a acute myocardial infarction and cardiogenic shock patient. The pump was placed but, limb ischemia occurred. Pulses were lost and so distal perfusion catheter was placed, and when this did not fully resolve, the team explanted the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿